Event description:
A customer contacted beckman coulter inc. (Bci) stating that tubing #25 kept popping off the ratio pump which contains ise reference reagent. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) had customer replace tube #25 which corrected the problem and verified repair per established procedures.